Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device logs. Log entries indicated the battery had an inermittent connection and was not making proper contact with the device. The device was put through extensive functional testing including bench handling, impedance calibration testing, defibrillation cycling, and defib/pacer stress testing without duplicating the report. The customer's returned battery passed all testing. The battery logs were not available for review. An internal inspection found no discrepancies. The battery connection assembly was replaced as a precaution. The device was recertified and returned to the customer. It's important to mention that without battery communication the device continues to recognize a power source but will not be able to communicate low battery or replace battery advisories. Analysis of reports of this type has not identified an increase in trend.